Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. Visual inspection of the lead showed that the coil was separated. The lead was never used or tested. No patient complications have been reported as a result of this event.